Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an intraocular lens was shot out of the injector during implantation. The surgery was completed after explanting the iol and replaced with another lens model. The product is not available because it was used on a patient with an infection and discarded. Incision size: 2.8 mm, removal size: 3.6 mm additional information has been requested.